Manufacturer narrative:
(B)(4). Initial report additional information including post primary and pre revision x-rays, operative notes, whether the patient. Followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Event description:
Metafix revision - metafix stem explanted and revised to long stem.

Manufacturer narrative:
(B)(4) final report additional information including post primary and pre revision x-rays, operative notes (primary and revision, patient age, activity level, weight & medical history, did the patient follow correct post-op protocol and an update on the patient post revision was requested however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records met the correct specifications at the time of manufacture. Based on the available information, it has been concluded that this event was the result of non-device related factors and not linked to the performance or design of the corin implants. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix collared stem & biolox delta ceramic head revision after approximately 9 months due to a fall.